Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is returned for eval. Customes and retailiers have been informed through the letter.

Event description:
Customer reporteed receiving an error message and add'l icons on her unlocked freestyle flash meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreament associated with this event.